Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. The device history record review does not point to a root cause because the product that was released met manufacturer¿s acceptance criteria. A complaint history examination indicated this was the fifth complaint, fifth for leaking and first for a product fit issue against the components of the reported final lot. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported to a company representative that after he inserted three valved trocars and turned on the infusion, one of the three ¿valved cannulas¿ immediately leaked. In addition, the surgeon had difficulty removing the trocar from the cannula. He had to hold the cannula with a force and pull forcefully on the trocar to get the cannula to release. There was no patient injury and the product sample was not kept. Additional information was requested; however, none has been received to date.